Event description:
Related manufacture reference number: (B)(4).it was reported that the patient presented in clinic for right ventricular lead revision due to myopotential oversensing. During procedure, it was noted that the previous chronic right ventricular lead was capped due to lead fracture. The chronic right ventricular lead was explanted and the active right ventricular lead was replaced on (B)(6) 2023. The patient was discharged from hospital.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Manufacturer narrative:
The reported event of a lead fracture was not confirmed. As received, a partial lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not identify any anomalies.